Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient inquiring about MRI safety regarding device movement during scan, that approximately nine months post vena cava filter deployment for post partum dvt, an attempt to retrieve the filter was unsuccessful. The filter was retrieved approximately ten years post filter deployment; however, one limb remained in the cava near l3-4. The patient reported the MRI was needed to diagnose the source of her back pain.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: investigation is inconclusive for a detached filter limb and unsuccessful retrieval attempt. It is possible the limb became detached during the retrieval attempts; however, based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Complainant health prof? (Correction). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. An image review and investigation of the reported event is currently underway. Medical records review: one day post uncomplicated delivery, patient had a vena cava filter placed infrarenal secondary to an ileo-femoral deep vein thrombosis. Approximately four years later, inferior venacavagram showed vena cava filter centered at l3/4 with one filter leg and arm detached. On the same day, filter and filter leg were successfully retrieved; however, the filter arm was embedded in the caval wall in a stable extravascular location. (B)(4).

Event description:
It was reported by the patient inquiring about MRI safety regarding device movement during scan, that approximately nine months post vena cava filter deployment for post partum dvt, an attempt to retrieve the filter was unsuccessful. The filter was retrieved approximately ten years post filter deployment; however, one limb remained in the cava near l3-4. The patient reported the MRI was needed to diagnose the source of her back pain. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten months post filter deployment, it was alleged that the filter was unable to be retrieved. Approximately nine years eleven months post filter deployment, it was alleged that a filter limb detached, and the filter migrated and perforated the vena cava. Approximately ten years two months post filter deployment the filter was successfully retrieved; however, a detached limb remains at l3-l4. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: one day post uncomplicated delivery, patient had a vena cava filter placed infrarenal secondary to an ileo-femoral deep vein thrombosis. Approximately four years later, inferior venacavagram showed vena cava filter centered at l3/4 with one filter leg and arm detached. On the same day, filter and filter leg were successfully retrieved; however, the filter arm was embedded in the caval wall in a stable extravascular location. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the medical records and image review, the investigation can be confirmed for detached filter limbs. However, the investigation is inconclusive for perforation of the ivc, migration of the filter, and removal difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall. Only use the recovery cone removal system to remove the recovery filter.

Event description:
It was reported by the patient inquiring about MRI safety regarding device movement during scan, that approximately nine months post vena cava filter deployment for post partum dvt, an attempt to retrieve the filter was unsuccessful. The filter was retrieved approximately ten years post filter deployment; however, one limb remained in the cava near l3-4. The patient reported the MRI was needed to diagnose the source of her back pain. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately ten months post filter deployment, it was alleged that the filter was unable to be retrieved. Approximately nine years eleven months post filter deployment, it was alleged that a filter limb detached, and the filter migrated and perforated the vena cava. Approximately ten years two months post filter deployment the filter was successfully retrieved; however, a detached limb remains at l3-l4. The status of the patient is unknown.